Event description:
It was reported to covidien that there were no alarm sounds. There was no patient involved.

Manufacturer narrative:
Covidien service replaced the speaker. The manufacture date of the unit is unknown as the serial number provided is not in the system. (B)(4).